Manufacturer narrative:
This report is submitted on december 14, 2016.

Event description:
Per the clinic, the patient's device was explanted on (b)(6 2016 due to migration of the electrode array. The patient was re-implanted with a new device during the same surgery.